Event description:
It was reported that when the ICU nurse and the state correction guard were adjusting the ICU bed height, the bed made contact with the ventilators drawer that was left in the open position. Bed movement caused the ventilator to tip and fall causing the pt to become extubated. There was no harm to the pt. Importer reference #: (B)(4). Manufacturer reference #: (B)(4). Please refer MFR report # 8010042-2013-00201.